Event description:
Asr revision. Asr xl acetabular system (right).

Manufacturer narrative:
This implant is not sold in the u.s. To be implanted for this indication; it would be sold under a different part number since it is only indicated to be used as a hemi in the u.s at this time. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The investigation remains closed, as the corrected information did not affect the outcome.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Event description:
Patient was revised to address alval/soft tissue reaction.